Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message from the sensor as compared to an hcp meter. The customer further reported calling the paramedic who obtained a reading ¿over 599 mg/dl¿ and the customer was transported to the hospital where a reading of 860 mg/dl was received on the hospital¿s device. The customer was administered an unspecified dose of insulin shot and IV fluids as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.